Event description:
The customer reported that they received erroneous results for two samples from the same patient tested for insulin. The first sample resulted as >1000 uiu/ml on an e411 analyzer. The sample was tested on an advia centaur and resulted as 48.7 uiu/ml. The patient was asked to return after 2 weeks and on october 18th a second sample was tested resulting as >1000 uiu/ml. The same sample was run on two other e411 analyzers at different sites and resulted as >1000 uiu/ml. A sample was tested on an advia centaur at another laboratory and resulted as 106 uiu/ml. This same sample was diluted 1:10 and the value obtained after dilution was 1200 uiu/ml. It was not specified whether or not this particular sample was the first or second sample from the patient. It was also not specified whether or not the diluted value of 1200 uiu/ml was from an e411 analyzer or the advia centaur. A clarification request has been sent. It is not known if the patient was adversely affected as a result of the event. No adverse events were alleged. The insulin reagent lot number was 166168 with an expiration date of 03/30/2013.

Manufacturer narrative:
The incident occurred on (B)(6) 2012. A clarification was requested. The value of 1200 uiu/ml was obtained on the advia centaur analyzer after dilution. An insulin value of >1000 was reported outside of the laboratory. Both original and repeat values were provided to the physicians. A data flag accompanied one or more of the results, but it could not be clarified which results were accompanied by a data flag. A clarification has been requested. For section b6, "pp" refers to post prandial. The patient was initially admitted due to giddiness. The patient was under observation for the day and then asked to return after 2 weeks for resampling. The patient was not adversely affected. Treatment has not been started at this time. The patient has been diagnosed with type 2 diabetes and it has been untreated for the past 3 years. Additional patient data was provided as follows but it could not be confirmed if each set of data was from the same patient or a different patient. A clarification was requested. A patient sample on 10/18/2012 resulted as 1000 uiu/ml accompanied by a data flag for insulin and 2.11 nmol/l for c- peptide. This same patient also had a post prandial c-peptide value of 6.3 nmol/l. A patient sample on (B)(6) 2012 resulted as 400.3 uiu/ml accompanied by a data flag for insulin. A patient sample on (B)(6) 2012 resulted as 1000 uiu/ml accompanied by a data flag for insulin. This same sample result was reported in a laboratory report as "more than 1000 miu/ml". A patient sample on (B)(6) 2012 resulted as 174.3 for insulin. Calibration signals and quality controls are within expectations. There are no indications for any issues with elecsys assays. Investigations have concluded that since the patient is a type 2 diabetic, high insulin values above the reference range would be expected. Insulin concentrations >1000 uiu/ml are very likely caused by auto-insulin antibodies or by blocked insulin receptors. The data suggests a high dose hook effect for the patient sample when tested with the advia centaur method.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6). No information was provided on the specific part number involved in this event.